Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the manufacturing record evaluation cannot be reviewed as the lot number has not been provided. Citation: it was reported via journal article: title: bile leakage following laparoscopic cholecystectomy. Authors: j. L. A. Albasini, v. S. Aledo, s. P. L. Dexter, j. Marton, I. G. Martin, m. J. Mcmahon. Citation: surg endosc (1995); 9:1274-1278 - [(B)(4)].

Event description:
It was reported via journal article: title: bile leakage following laparoscopic cholecystectomy. Authors: j. L. A. Albasini, v. S. Aledo, s. P. L. Dexter, j. Marton, I. G. Martin, m. J. Mcmahon. Citation: surg endosc (1995); 9:1274-1278. Laparoscopic cholecystectomy (lc) is now the treatment of choice for gallstones, but there has been concern that bile leakage with lc is more frequent than after open cholecystectomy (oc). The authors analyzed their experience of this complication with regard to both its incidence and management. This study involves 500 patients (age range: 19-89 years) who underwent laparoscopic cholecystectomy between june 1990 and november 1994. The cystic duct was occluded with absolok absorbable polidyoxanone locking clip (ethicon), endoloop chromic catgut (ethicon) and vicyl suture (ethicon). Reported complications included: patient 5, a male patient, with abscess and bile leak in which 500 ml of bile was drained. After the drain had been removed, the patient developed abdominal pain, tenderness, and sepsis. Large bilateral subphrenic collections developed in which both ultrasound- and computed tomography- guided drainage were employed but failed to control the collections. Laparotomy revealed free bile and pus which were distributed generally throughout the abdomen. Specific collections in both subphrenic areas and both paracolic gutters were found. Thorough lavage of the intraabdominal cavity was carried out, but the precise location of the bile leak was not found. Drainage of the abdominal cavity was performed, and the postoperative course was uneventful. Total length of hospital stay was 24 days. In conclusion, the data support the view that bile leakage occurs more commonly after laparoscopic than after conventional cholecystectomy. The reason for the difference is unclear, as is the source of bile leakage in most patients. It is the author¿s contention that the increased frequency of bile leakage creates a greater priority for routine drainage of the subhepatic space after laparoscopic cholecystectomy.